Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported uneventful laser assisted cataract surgery of the right eye. When the patient returned the following day for a postoperative visit a intraocular pressure of 2 millimeter of mercury was noted. After further examination it was realized one of the arcuate incisions was leaking. A bandage contact lens was placed on the eye. Additional information received, the patient is doing well and the incision does not leak.

Manufacturer narrative:
The company service representative examined the system and verified depth calibration, reference arm movement, reference signal and control point calibration. The company service representative verified output power and system performance in gel. The company service representative provided surgical support. The company service representative confirmed the perforated arcuate; however, the events were not replicated and no parts were replaced on the system. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).